Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during implant, the lead kept collapsing back into the proximal coronary sinus due to the patient's anatomy. The lead was attempted, but not used. No patient complications have been reported as a result of this event.